Event description:
It was reported that the t:slim x2 pump battery would not charge consistently due to a visibly damaged usb port, requiring the caller to hold the cable in place for charging. There was no adverse impact to the customer's blood glucose level as the battery issue did not lead to a pump shutdown. Tandem technical support instructed the customer on ensuring proper usb connection to prevent further damage and arranged for a replacement pump to be shipped. The customer acknowledged the instructions and agreed to return the problematic pump.